Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user olympus (B)(4) that during the preparation for use it was found that the alcohol tank was full of chemical liquid, the user took an endoscope that had been washed with a chemical liquid to manual wash again, and then put it in the oer-aw for a reprocessing. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus hong kong and china (ohc), omsc considered that the reported phenomenon was caused by the user not reading the contents of the instruction manual thoroughly and not understanding to use alcohol recommended by olympus. If additional information is received, this report will be supplemented.